Manufacturer narrative:
Concomitant product: atrial implantable pacing lead. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿recurrent vf after pacemaker implant.¿ europace. 2016. Manuscript number: eupc-d-16-00602.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg) system. The article noted that after implantation, the patient experienced ¿recurrent ventricular fibrillation (vf).¿ cardiac tamponade was ruled out. Cardiopulmonary resuscitation (CPR) was started and the patient also received ¿numerous external shocks.¿ upon device interrogation, there were reduced ventricular sensing and a rise in ventricular pacing thresholds. Reprogramming was done, but the situation did not improve, and vf occurred ¿even quicker thereafter.¿ a chest x-ray confirmed that the atrial lead (unknown manufacturer) was dislodged; however, this alone ¿cannot result in recurrent vf.¿ of note, the was also reported ¿microdislodgement¿ of the ventricular lead. The atrial lead was revised and the patient recovered ¿fully.¿ the ipg and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.